Manufacturer narrative:
Cracked handles with sharp edges.

Event description:
It was reported by service report that the left and right rail handles were cracked with sharp edges. No patient involvement or adverse consequences are reported.